Event description:
Customer reported a hospitalization for high blood glucose. Blood glucose at the time of admission was 600 mg/dl. The customer also stated she did not have the insulin pump with her at the hospital. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.